Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention, vascular complications which may require surgical repair (conversion to open surgery) or endovascular intervention, infection or fever and ischemia are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was enrolled in the post-market observational mimics 3d USA registry study on (B)(6) 2021. The patient was treated with one biomimics 3d stent to treat a denovo lesion of the sfa distal third to the proximal popliteal in the right leg. The lesion was post dilated with percutaneous transluminal angioplasty (pta). A contralateral approach was used. The patient has a history of hypertension, diabetes mellitus treated with dietary modifications, renal insufficiency, and has had a non healing arterial/diabetic wound on the right leg. On (B)(6) 2022 the patient was admitted to hospital with gangrene on the 3rd and 4th toes of the right foot and redness and swelling on the right foot and ankle. An x-ray taken showed right second metatarsal done distal shaft reaction concerning possible osteomyelitis or stress fracture. Intravenous vancomycin and zosyn was initiated and following a consultation on (B)(6) 2022 a culture of the dry but open wound in the right foot at the base of the toes showed pseudomonas and citrobacter. The diagnosis was gangrene with possible secondary infection. The patient was switched to levofloxacin therapy. The duplex ulatrasound taken on (B)(6) 2022 showed the stents were widely patent but diminished ankle brachial index (abi). Restenosis/occlusion of the run off vessels were suspected to be the reason. A CT angiography (cta) taken showed a long occlusion of the sfa and proximal popliteal arteries. The patient was discharged on (B)(6) 2022 to a rehab facility and a follow-up plan involving vascular surgery was planned. The event of gangrene was reported as possibly related to the device as the long occlusion identified affected the treated segment. The subject suffered an acute stroke while in the rehab facility and passed away before the vascular surgery could be conducted.

Manufacturer narrative:
This is related to MDR report 3011632150-2022-00098. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of vascular complications which may require surgical repair (conversion to open surgery) or endovascular intervention, infection or fever and ischemia are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5., d.6.a., and h.6. Have been updated.

Event description:
This is related to MDR number 3011632150-2022-00098. The patient was enrolled in the post-market observational mimics 3d USA registry study on (B)(6) 2021. The patient was treated with one biomimics 3d stent to treat a denovo lesion of the sfa distal third to the proximal popliteal in the right leg. The lesion was post dilated with percutaneous transluminal angioplasty (pta). A contralateral approach was used. The patient has a history of hypertension, diabetes mellitus treated with dietary modfications, renal insufficiency, and has had a non healing arterial/diabetic wound on the right leg. On the (B)(6) 2022 the patient was admitted to hospital with gangrene on the 3rd and 4th toes of the right foot and redness and swelling on the right foot and ankle. An x-ray taken showed showed right second metatarsal done distal shaft reaction concerning possible osteomyelitis or stress fracture. Intravenous vancomycin and zosyn was initiated and following a consultation on (B)(6) 2022 a culture of the dry but open wound in the right foot at the base of the toes showed pseudomonas and citrobacter. The diagnosis was gangrene with possible secondary infection. The patient was switched to levofloxacin therapy. The duplex ultrasound taken on (B)(6) 2022 showed the stents were widely patent but diminished ankle brachial index (abi). Restenosis/occlusion of the run off vessels were suspected to be the reason. A CT angiography (cta) taken showed a long occlusion of the sfa and proximal popliteal arteries. The patient was discharged on (B)(6) 2022 to a rehab facility and a follow-up plan involving vascular surgery was planned. The event of gangrene was reported as possibly related to the device as the long occlusion identified involved the treated segment. The subject suffered an acute stroke while in the rehab facility and passed away before the vascular surgery could be conducted.